Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. Symptoms reported include a pus pocket, pain, irritation and a rash. The patient was taken to the emergency room and was diagnosed with cellulitis. The patient was treated with an antibiotic shot and prescribed cephalexin (500mg), to be taken every 8 hours for 7 days.